Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. A review of the radiographic images showed that loosening has occurred. The im stem inside both the tibial and femoral canals are loose. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets smiles total knee replacement (k120992).

Manufacturer narrative:
A new implant was ordered for this patient but there is no evidence the implant was used. A definitive root cause of the aseptic loosening has been identified. Aseptic loosening is a well-known mode of failure for orthopaedic implants, which may occur as an early or a late complication. The loosening could be as a result of patient factors such as trauma, obesity levels or disease progression and/or surgical factors or preferences and not necessarily related to the device itself. This complaint is being closed, and is being tracked and trended.

Event description:
The surgeon reported that the patient has been experiencing pain since (B)(6) 2012 and indicated that a revision procedure will be required for pain relief. This is a final supplemental report for 3004105610-2014-00125 (ref: (B)(4)).

Event description:
The surgeon reported that the pt has been experiencing pain since (B)(6) 2012 and indicated that a revision procedure will be required for pain relief.